Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and had displayed the alarm for low inspiratory pressure. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure) and logging an alarm due to low inspiratory pressure was confirmed. The asp replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ecm.